Event description:
It is reported that the distal part of the reamer snapped off. They could not retrieve the fractured piece, so the patient was closed up. The patient was brought back to the operating room later in the day, however the fractured portion was still unable to be retrieved.

Manufacturer narrative:
This report will be amended when our investigation is complete.